Event description:
Customer called to report the insulin pump alarmed for no delivery and motor error during the basal stage. Blood glucose reading was 454 mg/dl. The customer had been able to treat for the high blood glucose and felt okay to troubleshoot. Customer did not recall any significant events leading up to the alarms. The customer was able to complete the rewind sequence. Advised that the insulin pump will be replaced. Nothing further.

Manufacturer narrative:
Insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected excessive no delivery alarm or motor error alarm noted. The motor was tested outside of the device and passed. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, cracked belt clip slot and missing end cap sticker.